Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter healthcare transfer set. On an unknown date, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's cat nibbled on the peritoneal dialysis transfer set tubing. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, peritoneal dialysis therapy was placed on hold and the patient switched to hemodialysis therapy. It was not reported if the patient was recovering or was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported by the patient, that the animal bite was on the drain line and not the transfer set tubing (as previously reported). As it is not possible for peritonitis to be caused by damage to the drain line, the cause of the peritonitis event was assessed as unknown (previously reported as a breach in aseptic technique). Should additional relevant information become available, a supplemental report will be submitted.